Event description:
In 2009, this customer reported that they had difficulty delivering demand mode pacing due to leads off messages. There was no impact to the pt. They did not attempt to switch to fixed mode pacing.

Manufacturer narrative:
In 2009, this customer reported that they had difficulty delivering demand mode pacing due to leads off messages. There was no impact to the pt. They did not attempt to switch to fixed mode pacing. At about 3 weeks later, the device was evaluated at the philips repair bench where the symptom could not be reproduced. The device passed all testing and was returned to the customer. We are considering this a user error where the customer did not switch fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.